Event description:
It was reported that the patient's existing artificial urinary sphincter (aus) did not function as intended. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number: 72404127. Lot number: 726196012. Model description: control pump fgs iz. Model number: 72400024. Lot number: 739039010. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure to place a second/tandem artificial urinary sphincter (aus) cuff as the implanted aus did not function as intended. There were no patient complications reported. No products were removed during the procedure. A supplemental report will be submitted should additional information be received.

Event description:
It was reported that the patient underwent a surgical procedure to place a second/tandem artificial urinary sphincter (aus) cuff as the implanted aus did not function as intended. There were no patient complications reported. No products were removed during the procedure. A supplemental report will be submitted should additional information be received.